Event description:
Seven weeks after pci, there was total occlusion in the treated lesion. Pci was performed on this pt who presented for elective treatment of a chronic total occlusion lesion in the proximal left anterior descending artery or more than 30mm in length in a 3.0mm vessel diameter. The lesion type was class c. Pre-procedure medications included aspirin 81mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 8000 units, aspirin 81mg/day and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.0x20mm balloon at 16 atm before deploying one 3.0x28mm cypher at 16 atm. Timi 0 and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Act measured 140-170. Post-procedure medications included aspirin 81mg/day and ticlopidine hydrochloride 200mg/day. Seven weeks later, the pt returned for planned treatment of the rca. Cag was conducted the following day and no flow was observed from the implanted cypher and distally. Therefore, a guidewire was inserted and then poba was conducted with a 3.0x20mm balloon. However, the flow did not recover. And the procedure ended. The physician commented that the flow did not restore after the treatment because the occlusion was probably due to a thrombus. The cause of the thrombotic event is probably due to the inefficient control of the diabetes (insulin was not properly administered) and the pt is also diagnosed with dementia and was probably not taking his medication.